Manufacturer narrative:
Insulin pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test; however, unit received with no vibration due to broken vibrator wire. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was 420 mg/dl or 423 mg/dl. Customer reported that the vibrate mode was on. During troubleshooting, insulin pump did not vibrate during a self-test. Customer was advised that insulin pump would need to be replaced.